Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted during testing. The insulin pump received with normal operating battery current and no frozen any lcd segment noted. No moisture damage on the lcd board, mother board, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that the customer's insulin pump froze up. Customer changed the battery because he had a failed battery test and he now had a button error alarm. Customer had put on his pump after swimming and it alarmed button error. Customer's blood glucose was 211 mg/dl. Caller stated that he was still wet when he put the pump back on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.